Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the blade began to slow down and become dull. The procedure was successfully completed with another handpiece with no adverse pt consequence.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch being submitted as two devices were involved in this event. See also medwatch 2210968-2007-01110. The same pt is represented in each medwatch.